Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the double-action powerseal 5mm, 37cm, curved jaw sealer & divider jaw broke during use. The jaw became angled and broke more than 50% of the surface. The patients abdomen was inspected and found to be free of fragments. The damaged powerseal forceps were immediately removed from the patient's abdomen, with difficulty due to increased surface area. The laparoscopic ovarian cyst exeresis surgery was completed using a back-up device. There were no reports of patient harm/involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.